Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 471 mg/dl at the time of the call. The customer also had a no delivery alarm on the pump but the customer does not want to return the reservoir set back for analysis. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test and displacement test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.